Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported the generation of false high sodium and false low chloride patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury or death associated with this event. The quality control was within the customer's specifications. The customer did not provided patient demographics. The number of patients involved was not provided. The customer did not provide patient data for review.